Event description:
It was reported that placement of the proglide sutures were attempted in the left common femoral artery using the preclose technique prior to a percutaneous transluminal angioplasty interventional procedure. The arteriotomy was 8fr sheath. Reportedly, after the foot was returned to its original position and when removing the proglide device from the patient anatomy, significant resistant was felt. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.